Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized and discharged on the same day. The cause was unknown. On the same day as onset, the patient was treated with injection fortum (1 gram, third bag only and route not reported). Treatment with fortum was ongoing. At the time of this report, the patient was recovering and pd therapy was ongoing. Additional information is not available.